Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 8f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 16f and the tavr procedure was completed. Reportedly, the sutures of both devices were tightened; however, it was noticed an occlusion. A cutdown was performed and artery was repaired with a graft. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
Additional information: it was confirmed the occlusion was not caused by backwall stitch.